Event description:
The customer reported via phone call that they had unexpected re-initialization after inserting their sensor. The customer requested to have their transmitter replaced. The customer also reported a hospitalization event for their high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer experienced dehydration and joint pain from their high blood glucose. Customer was treated with fluids for their high blood glucose. The cause of the customer's high blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.